Event description:
Factory failure analysis revealed a shorted component on the device power supply. Malfunction of the power supply as noted would disable the ventilator, and during use could result in the ventilator shutting down independent of the power source. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of power, an audible power fail alarm will activate.